Event description:
A critical alarm was reported. The event logs indicated that the pump motor had stalled with no recovery recorded. The logs also showed 'stopped pump may exceed tube set' message. There was no magnetic interference. The patient experienced withdrawal; specific symptoms were not provided. The pump was replaced. The pump was used to deliver dilaudid 15mg/ml with a daily rate of 1.067mg. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.